Manufacturer narrative:
(B)(4). Currently, it is unknown whether, or not the device may have caused ,or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up and back button were harder to press and have to be pressed a second or third time to work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.